Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced three infusion sets adhesive issues event occurred on (B)(6) 2026. Infusion set adhesives were not sticking well enough and just fell off. No further information available.